Event description:
It was reported that the patient had a wound cleaning due to suspected infection at both incision sites. Symptoms of redness and swelling were noted. The physician believed it was not device related. The patient was prescribed with antibiotics and was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5002239/5001807.

Event description:
It was reported that the patient had a wound cleaning due to suspected infection at both incision sites. Symptoms of redness and swelling were noted. The physician believed it was not device related. The patient was provided with antibiotics and was doing well postoperatively. The device remains implanted and in service. Additional information was received that the infection was not eliminated multiple antibiotics; hence, patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.